Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient reported that since around when they got the implant (patient confirmed it was in 2025 and then later said maybe around christmas time it felt like it had come "unsewn") sometimes their ins site was tender and on occasion they had sharp pains with it. The patient stated they thought that the ins had come "unsewn". However, patient stated that when they laid on their left side, they had to make sure their arm was stretched out alongside their body because when they moved their right arm across their body, the ins would "flip up on it's side" and the patient said that was why they thought it had come "unsewn". The patient stated at first they thought the implant had to be tucked down under their clavicle but it felt like it had slipped down lower than what it was placed. The patient said that the manufacturing representative had told them that if it started to bother them too bad, they could go back in and re-attach the implant but the patient didn't want to have another surgery so for now they were just dealing with it.